Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller reports patient indicating her ins and the controller li ion battery is depleting quicker than before. Caller reports before she was charging every 6 days and now it's every 2 days. Caller reports there are no changes in her parameter settings. Caller reports this all started about 2 weeks ago, but this past week, it's becoming worse and frequent. Recharge interval calculator shows charging every 6 days. Caller reports patient needs to stop half way to charge her controller as the controller is dead. Caller reports patient is thin and uses a recharging belt when she charges, caller reports she would get connection lost and re-adjust her recharger. Caller reports patient does walk around while charging. Caller reports sometimes she d oes keep the controller lite while charging, suggest letting the controller go to sleep and looking at the led light while charging. Suggest charging the controller to 100% full before initially a charge. The reason for call was pt mentioned they noticed their implanted neurostimulator(ins) was depleting quicker than they expected and was taking longer to charge than they expected at the end of november 2022. Pt went to hcp's office and met with mdt rep. On (B)(6) 2022 and mdt rep. Had the pt keep a diary for two weeks to track the issue. Pt spoke to mdt rep. Again on (B)(6) 2022 and then left a voicemail for mdt rep. On (B)(6) 2022. Mdt rep. Suggested the pt not use the belt and put the recharger antenna (rtm) coil directly in their pants to charge the ins. Pt described a specific instance where their ins was at 20% and then they went to bed charging their ins and when they awoke in the morning, their ins was low and had not charged. When the pt attempted to charge their ins, the pt got "software problem: cannot continue: call medtronic: 1_intellis 2_ 3.6 3_58 4_qf_new." Pt said they sometimes charged their ins from around 20-30% and had to charge the controller a second time before their ins reached 100%. Pt would stop charging the inswhen the ins was charged around 90% and charge the controller before charging the ins again to 100%. At the start of the call, the pt had the software problem stuck on their controller. Pt reset controller and then initiated a charging session of the ins with a recharge quality of excellent. Pt said the controller was charged at 80% and the ins was 30%. Patient services specialist(pss) had to call the pt back a second time because of poor cell phone reception. When pss called the pt back, the ins had stopped charging and the controller displayed "finished." Pt then began charging again with a recharge quality of excellent. Pss suggested the pt follow up with their mdt rep.(because they had already been working with their mdt rep. To document this issue) and then call back if the issue persisted.

Manufacturer narrative:
Concomitant medical products: product ID: 97745nt, lot#: serial#: (B)(4), implanted:, explanted:, product type. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.